Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: site ID- (B)(6), (B)(4). It was reported that on (B)(6) 2026, a 23mm epic max valve and 29mm epic mitral valve were implanted in the patient. Due to surgery with long surgical times complicated by cardiogenic shock secondary to right ventricular dysfunction. Some medications were given to patient. The patient with postoperative oliguria/anuria required hemodialysis with continuous veno-venous filtration. It got discontinued after 72hrs due to recovery of diuresis. The patient on extracorporeal membrane oxygenation (ECMO) experienced a sudden deterioration on 9th postoperative day, required re-initiation of medications. A chest tube was inserted and drained 700ml of blood. The echocardiography reveled a 30mm thick pericardial effusion with right chamber collapse and echocardiographic signs of tamponade. A urgent surgery was decided. The patient with a difficulty postoperative respiratory course with prolonged and difficulty weaning from mechanical ventilation. The patient required percutaneous tracheostomy. During postoperative period, the patient experiences intermittent episodes of atrial arrhythmias (tachycardia, flutter and fibrillary flutter). The patient was unresponsive to amiodarone, leading to a decision to switch the pacemaker mode to ventricular pacing, ventricular sensing inhibited response (vvi).